Manufacturer narrative:
S/w (blank display). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged around the battery cap. The customer¿s blood glucose level was 10.0 mmol/l at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.